Event description:
Iridex became aware of a patient incident during a medical procedure resulting in a conjunctival burn. The procedure was performed using iridex g-probe and iridex cyclo g6 laser console. The reported procedure employed higher power settings: 2500 mw with 1000 ms per sweep with 5 sweeps per quadrant which indicates a deviation from the IFU recommended "slow coagulation" technique. The IFU suggests using lower power (1250 - 1500 mw) and longer duration (3500 - 4000 ms) to deliver controlled energy of approximately 5 joules per application. Since the parameters used are out of specification, it potentially resulted in increasing the risk of tissue damage and conjunctival burn. This deviation from recommended parameters, combined with possible probe contamination, may have contributed to the adverse outcome. Probe was discarded post procedure. There were no other complications or injuries reported. No problems with the laser console was reported. Conjunctival burn is a known potential issue with the delivery of laser energy. There was no report of any permanent impairment to the patient, and conjunctival burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.